Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, it was reported to mentor that the catalog number was 3501680 (mentor smooth round moderate profile 475cc) and and the lot number was 266607 per devices received for analysis. On (B)(6) 2020, during visual inspection of the device a crease was noted in the anterior and extending to the posterior view. It is possible that the crease was caused by the continuous and sustained stresses to the device occasioned to the shell. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary a manufacturing record evaluation (mre) was performed for the finished device number 266607, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and suffered from extremely bad leg muscle upper thigh pins and needles, pain in legs, skin problems: dry skin and frequent bouts with acne, gi problems, in 2016 had her gall bladder out, brain fog, can not remember things all that well, feels extremely thirsty, depression , herniated disk, no energy. In 2018, the patient experienced sciatica that was resolved after a couple months. As a result, the patient twill undergo explantation on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient felt breast pain bilaterally. Manufacturer¿s reference number: (B)(4).